Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 5091270.

Event description:
It was reported that the patient had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.